Manufacturer narrative:
(B)(4).

Event description:
It was reported that during interrogation, loss of capture was noted on lv lead. Lead dislodgement was suspected. The lead was explanted and replaced. There was no symptom reported with this event. The patient was hemodynamically stable throughout the procedure and was discharged the following day.